Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time.

Event description:
Asr revision. Right asr resurfacing system. Reasons for revision: pain and alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Right asr resurfacing system. Reasons for revision: component loosening (cup), pain, alval/soft tissue reaction. Update - marked as legal, kid number added, additional hospital and surgeon added. Taken from (B)(6) email dated 12th august 2014.